Event description:
International affiliate reports insufficient cerebrospinal fluid flow through the implanted valve. The doctor implanted a non-codman valve in the patient (in addition to the already implanted codman valve). Both valves remain in the patient who is reported to be doing well.